Manufacturer narrative:
(B)(4). This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this patient's cardiac resynchronization therapy (crt-d) system was removed due to infection. It was noted that during the removal of this right ventricular (rv) lead, the helix appeared fully retracted, but the lead was difficult to remove. The lead was clipped and sent for culture. No additional adverse patient effects were reported.